Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute guidewire caused a dissection while attempting to cross the lesion. The physician placed a planned stent to cover the dissection and completed the procedure.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute guidewire caused a dissection while attempting to cross the lesion. The physician placed a planned stent to cover the dissection and completed the procedure.